Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 01r65-22 that has a similar product distributed in the us, list number 1r65-21, with 510k/PMA/bla number p210003. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive alinity I hbsag next qualitative and alinity I hbsag next confirmatory results for one patient. The following results were provided: (B)(6) 2026, sid: (B)(6), initial result = 5.50 s/co, repeat results = 5.98 s/co, 5.65 s/co, hbsag quantitative hbsag result = 0.03 iu/ml. Confirmatory results = hbsagc2 = 4.71 s/co, hbsagcnx = 102%. Previous results from (B)(6) 2026 hbsag = 0.24 s/co negative, pcr = negative no impact to patient management was reported.